Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient faced a 3 infusion set cannula was bent within 3 hours of insertion with blood glucose level of over 300 mg/dl. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 3.